Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to moisture damage keypad traces. No low reservoir alarm during testing noted. The insulin pump was had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm when clearing a low reservoir alert. The customer's blood glucose was unknown at the time of incident. The customer stated that the alarm was unable to be cleared due to the keypad was unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.